Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Additionally, it was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. Customer changed the cartridge and insulin was resumed successfully. The customer's blood glucose was 154 mg/dl.